Event description:
Ans was advised in 2009, that the pt was implanted with a surgical lead at t9 for low back and bilateral leg pain. Postoperative the pt reported being in pain so the md requested the sales rep to return the following day to aid in programming the pt's ipg. The ipg was never programmed. During the night, the pt could not move their legs. The on-call md took the pt into surgery, found a blood clot, removed the clot, and explanted the scs system. The pt is doing fine and has regained all movement and motor function. The explanted scs system was discarded and will not be returned to ans for eval.

Manufacturer narrative:
Eval: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.